Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient alleged they thought it could be related to the minicap recall. It was reported the patient was hospitalized and received unspecified antibiotics for the event. The patient was recovered from the peritonitis and pd therapy was ongoing. Approximately one month later, the patient experienced peritonitis again. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics. The patient recovered and pd therapy was ongoing. No additional information is available.